Manufacturer narrative:
Root cause: the blower assembly test failed, bad hall effect sensors hb & hc generated the blower not to function. Fault was found on this returned blower assembly.

Event description:
The customer reported an air source fault. Air source fault indicates the internal air source (blower) was not functioning properly. No patient involvement reported.